Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly recovered. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection and pain at the incision site. The infection is not believed to be device related. Antibiotics and IV antibiotics (type unknown) have been prescribed, however the issue has not resolved. The recipient has been advised to discontinue device use.

Manufacturer narrative:
Additional information regarding treatment details were not provided. The recipient is still in the process of healing. The external visual inspection revealed the electrode was severe and silicone damage was observed on the top cover of the device. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reportedly not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly had a wash out on (B)(6) 2023, however, the infection is still present. Additional antibiotics were prescribed. The recipient presented with dehiscence at the implant site which was sewed up. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.